Manufacturer narrative:
The customer¿s complaint of a pin hole leak could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "a pinhole leak was noted on a "pressure pump" of blood tubing (smartsite gravity blood set with pressure pump ref (B)(4) lot +h370100109031) after blood began infusing. We stopped infusion, and notified the surgeon who ordered a change to new tubing and to continue infusion. I believe it did happen on two different occasions." An incomplete date of event of (B)(6) 2018 was provided. No patient harm.